Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated. The patient underwent lead repositioning procedure. Patient was programmed well postoperatively.